Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was waking up to elevated blood glucose (bg) levels as high as 385 mg/dl. The customer delivered a correction bolus to address bg level. The customer believed it be due to settings. The customer asked for guidance on where to find basal rates so they may be adjusted. The customer did not change settings as the customer stated would review prior to altering settings. The customer indicated would contact their health care provider regarding settings.